Event description:
It was reported that the insulin pump is stuck on the number three. There is no time on the display. Customer removed the battery and replaced the battery, the insulin was frozen on the number three. Nothing further reported.

Manufacturer narrative:
The insulin pump stuck on number count up screen. Problem isolated to mother board. No audio beep/constant tone alarm noted. Unable to perform displacement, basic occlusion, occlusion, prime, no delivery test due to display anomaly. The insulin pump had scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.